Event description:
A falsely elevated troponin I result of 9.53 ng/ml was obtained on a patient sample. The falsely elevated result was reported to the physician. The same sample was tested on the same instrument and a result of 0.03 ng/ml was obtained. Patient treatment was prescribed (herparin). However, there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Instrument data shows that the most likely cause for the falsely elevated troponin I result is splashing of conjugate.